Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's back hurts when their battery needs to be charged, but does nothing for the patient's leg pain which is why they got the device. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she was having problems with her controller. The patient stated last night the controller went black and she could not turn it back on. The patient stated when she turned it back on the screen was saying her ins was off. The patient stated she could not turn her stimulation back on. The patient also noticed the "recharger" was grayed out in the menu tab, but it was reviewed the recharger tab will be grayed out unless she is currently charging her ins. The patient stated the controller is working fine now, her ins is on and the screen is not black. The patient was advised to monitor these issues and if it happens again to call back. No further complications were reported. No additional patient symptoms were reported.